Manufacturer narrative:
Pump was received with compromise force sensor error alarm during seating due to jammed motor gearbox. Unable to verify low reservoir alarm or battery out limit alarm due to compromise force sensor error alarm. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Caller states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 436 mg/dl, which was treated with manual injections. Alarm history also showed a battery out limit alarm. Caller reported that the motor was "straining" and not working well. After troubleshooting, customer was advised that insulin pump would need to be replaced.